Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an osteoid osteoma radiofrequency ablation (rfa) procedure, a third-degree burn or more occurred along the bone biopsy needle after ablation was performed. The burn was located on the patient's thigh. Since the burn was along the cannula of the bone biopsy needle, it was estimated to be several centimeters in diameter with a depth extending from the epidermis to the bone. Burn injuries were also observed in parts of the surgical field that came into contact with the biopsy needle, necessitating resection or excision of the muscle layer of nearby tissue. After the procedure, a tear of approximately 1 centimeter in length was found in the non-insulating film/coat of the rfa needle. It was partially peeled and nothing fell into the patient's cavity. Due to the comparative distance to the lesion site, and beyond the bone biopsy needle, a hole using a 1.5 mm k-wire was created, but the space was narrow, and during the rfa needle insertion, the needle did not reach the lesion smoothly. As a result, the rfa needle was pushed while applying force, which believed to have caused damage to the insulation film/coat. The attending physician assessed that the issue was related to the procedure rather than a product defect.

Manufacturer narrative:
Additional information: b2, d4(model number, catalog number, expiration date, lot number and UDI), g3, PMA/510(k) #, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.